Event description:
It was reported that a nurse was sitting at the cic (central station) and noticed that a pt appeared to be in ventricular tachycardia. The cic reportedly did not alarm. Additional pt information including the outcome of the pt is unk at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.